Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
It was reported that while patient white was being treated with the first test market plate, the k-wire was not strong enough and the surgeon had issues with the anterior-proximal screw hole trajectory including the suture hole pattern. No further information was provided and no mpe form was included.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
This report is for an unknown plate and it is 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lcp periarticular proximal humerus plate was reported in error.

Manufacturer narrative:
.